Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an alert during device interrogation that lead check flipped atrial lead polarity unipolar. In office, no atrial sensing at 0.1 mv and no pacing on marker channel. During device testing, no capture. During manipulative testing, noise was produced when patient moved arm in the unipolar setting. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2017 - this lead was explanted and replaced. Twiddlers syndrome was noted.